Manufacturer narrative:
The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
The complainant reported to boston scientific (bsc) in 2007, that a male patient (age unknown) underwent a bronchoscopy procedure. The radial jaw biopsy forceps was utilized within the lungs. During the procedure, the pull wire broke and the forcep was not able to close after multiple biopsies were taken. The procedure was completed using a second radial jaw. No patient injury or ill effects were reported as a result of this issue.